Event description:
Female consumer via phone stated that her brush head fell off every time. No injury was reported. 12-nov-2021 case update: product lot updated to 3bb91851747. No injury was reported.

Manufacturer narrative:
07-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Female consumer via phone stated that her brush head fell off every time. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.